Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of ojr412 optiflow junior 2 nasal cannula was detached. The healthcare facility further reported that four units are affected, and these are not available for an evaluation. There were no reported patient consequences.

Manufacturer narrative:
(B)(4) section d4: lot number details are not received from the customer. Section d4: UDI details are not received from the customer. Section d4: expiration date not received from the customer. Section h4: manufacturing date not received from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). D4: lot number details are not received from the customer. D4: UDI details are not received from the customer. D4: expiration date not received from the customer. H4: manufacturing date not received from the customer. Method: the subject devices, four units of ojr412 optiflow junior 2 nasal cannula were not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information, photography provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photograph of one of the cannulas confirmed that the tubing was detached from the swivel grip tube joint with some visible glue residue. Conclusion: our investigation was unable to determine the exact cause of the reported failure. Based on our knowledge of the product, it is most likely that the tubing was subjected to excessive force. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death.". "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.". "Do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned.".

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of ojr412 optiflow junior 2 nasal cannula was detached. The healthcare facility further reported that four units are affected, and these are not available for an evaluation. There were no reported patient consequences.